Event description:
A facility mgr reported 3 issues of toxic anterior segment syndrome (tass) following surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. The lot history was reviewed and no other adverse reactions have been reported for this lot. Review of investigation batch records compounding and filling revealed no remarks related to the mfg process, the sterilization of raw materials, equipment, components and product sterilization. All results of chemical, microbiological and toxicology tests were within spec. Retain samples were re-tested and all test results were within spec for the tested parameters. No relation between product quality and the occurrence of this complaint could be confirmed. No root cause could be identified. Add'l info was requested via mail on 04/22/2011; via phone on 05/17/2011. At this time add'l info has not been received. (B)(4).